Event description:
Treatment of an avm. It was reported the ultraflow catheter ruptured at the distal segment while injecting onxy, and as a consequence, the doctor had to close the internal carotid artery (ica). The patient current condition was reported as "good".

Manufacturer narrative:
The catheter has been returned and evaluated. The catheter separation site is located approximately 27 cm from the distal tip. The separation site has the appearance of an expanded circumferential dilatation consistent with bursts that may occur during angiographic injections.